Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2022 with blood glucose level was 630 mg/dl. The current value of blood glucose level was 347mg/dl. Auto mode was on at that time. Customer was ok with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged was hospitalized for high bgs and dka found on (B)(6) 2022. Also, on case-(B)(4) svn#: (B)(6) - customer returned pump for an alleged pump and meter communication anomaly and high bgs found on (B)(6) 2022. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08660 inches. However, the pump had a high active current measurement and sleep current measurement. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 143 mg/dl test value properly from test accu-chek guide link bg meter. No communication anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25 and low battery alert recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 12:15:00.000, (B)(6) 2022 09:16:00.000, (B)(6) 2022 22:10:00.000, replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 21:46:00.000 and (B)(6) 2022 21:56:00.000 (B)(6) 2022 18:47:00.(B)(6) 2022 07:41:00.000 and (B)(6) 2022 07:51:00.000, replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:17:00.000 and (B)(6) 2022 22:27:00.000 (B)(6) 2022 19:18:00.000 (B)(6) 2022 08:12:00.000 and (B)(6) 2022 08:22:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 22:28:21.000 and (B)(6) 2022 22:28:29.000 (B)(6) 2022 11:01:17.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 18:33:19.000 (B)(6) 2022 18:11:57.000, (B)(6) 2022 18:13:28.000, (B)(6) 2022 18:13:28.000, (B)(6) 2022 18:15:10.000 (B)(6) 2022 19:23:47.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 18:12:13.000, (B)(6) 2022 18:13:26.000 and (B)(6) 2022 18:13:30.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 at 5:27:59 am. There was no power data available for the event date of (B)(6) 2022. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, power loss alarm and failed batt/battery failed alarm. Device was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Cororison was also found on the battery tube assembly. No cororison or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the active current measurement and sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. The pump had a high active current measurement and sleep current measurement due to corrosion on the pcba 1. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a partially broken battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Pump and meter communication anomaly were not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the pcba 1. During visual inspection, corrosion was also found on the pcba 2 and battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.